Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: d4(unique identifier (UDI) z0, h4 (maufacture date )was incorrectly submitted, correct manufacture date 7/10/23.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d7a, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. Additional contact person name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, equipment has been repaired and have released back to customer to be used. Cardiosave's screen went dark for a while during the procedure. After fault finding, display circuit board replaced. Pcba video generator. Necessary calibrations and tests done.

Event description:
It was reported that during the patient's treatment, the cardiosave intra-aortic balloon pump (iabp) unit' screen turned off for a while and restarted by itself. After restarting the device, the message " iabp may require maintenance". As well as instructions for removing and servicing the device to be delivered. There was no risk of injury because there was also ECMO in use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.